Event description:
Rep reported that the perforator failed to disengage causing a bleed. Post op, the patient developed a hematoma, seizures and aphasia.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.